Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin leaking into reservoir cannal. The customer¿s blood glucose level was 400 mg/dl. Customer stated that she woke up in the morning and blood sugar was high 357 mg/dl. The customer was treated for high blood glucose. Troubleshooting was performed for high blood glucose and leaking of reservoir. Customer reported that the location of the leak was bottom of reservoir.the insulin pump will not be returned for analysis.